Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. While collecting the geometry, the ablation catheter appeared to exit the cardiac model and the patient became hypotensive. A transthoracic echocardiogram revealed a pericardial effusion on the anterior side of the heart. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.